Event description:
Treatment of a left unruptured superior hypophyseal aneurysm measuring 16mm x 4.20mm. It was reported that a patient who underwent pipeline embolization on (B)(6) 2012 has expired. The physician stated that the death may be due to the aneurysm rupturing, but there has not been any evidence to substantiate this hypothesis.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).